Event description:
It was reported the patient's device showed low, out of range impedances readings, and was showing an "eri" message. Electrode combination 1,2 showed impedances of <(><<)>35 ohms. It was believed this programming caused " heavy draw on the battery," producing the eri indicator. The patient was reprogrammed to exclude those electrodes, and the patient's battery voltage increased. No interventions were planned, but the patient's battery level will be monitored. After reprogramming, the patient was receiving effective therapy. Device and patient information could not be obtained.